Event description:
It was reported that the device was getting hot. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up being submitted for evaluation results.

Event description:
It was reported that the device was getting hot. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.